Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a procedure on (B)(6) 2020 (reference manufacturer report number : 1627487-2020-48965) high impedance was observed on the lead. As such, a new lead was implanted in addition to the existing lead to ensure that the patient therapy is not affected due to the high impedance on the existing lead.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.